Event description:
According to the available information, upon opening the package, the surgeon discovered a hair on the catheter. The catheter was disposed of and a new catheter was used.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any supplemental reports, a follow-up report will be submitted.